Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -n/a. G6 type of report - follow-up, 01. H2 if follow-up what type? Additional information, device evaluation. H3 device evaluated by manufacturer -evaluation summary attached. H6 type of investigation- 4101, 4109. H5 investigation conclusion - zcd00006/unconfirmed defect. H10 investigation report reads as follows: 08/12/2021 14:09:24 cst (ncoan). "As no lot number was available and the returned sample was not the device used in the complaint, the investigation was limited. Visual examination of the sample did not identify any kinks or other damage to the guidewire. Dimensional inspection of the wire confirmed it was within specification. The sample was also inserted through the centurion guiding syringe and 18ga needle also used in the complaint kit. No difficulty was noted during insertion through the syringe and needle. Centurion's complaint history for the guidewire used in ecvc2735 a was also reviewed for the past five years and no other similar reports of the guidewire being too stiff or feeling rough while inserting into the syringe/needle have been received. Based on this information, the incident appears to be isolated."

Event description:
It was reported; an emergency room physician had difficulty inserting a central venous catheter guidewire. After the third attempt, the physician changed site locations and used a different guidewire system with success.

Manufacturer narrative:
It was reported; an emergency room physician had difficulty inserting a central venous catheter guidewire. After the third attempt, the physician changed site locations and used a different guidewire system with success. Email received by supply chain manager, (B)(6) medical center, who provided additional information in regards to this incident. Reporter states, "for successful insertion he had to remove the wire completely for the second kit and insert it backwards as it would get stuck on the needle or the vessel if inserting it on the intended orientation." Reporter states, patient was under general anesthesia but report procedure time was not extended beyond expected time due to this incident. Reporter states, patient has "no related issues." Sample has been returned and received for evaluation. Due to the reported incident, medical intervention and in an abundance of caution, a medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported; an emergency room physician had difficulty inserting a central venous catheter guidewire. After the third attempt, the physician changed site locations and used a different guidewire system with success.